Event description:
It was reported that the patient had presented to the hospital multiple times due to experiencing chest pains; the patient was admitted during the visits. On (B)(6) 2015 the patient presented to the hospital experiencing chest pains and was admitted. The atrial lead was explanted due to pericardial effusion. No electrical anomalies were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.